Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and port a was observed to be damaged. Functional testing could not be performed on port a due to damage. Product failed functional testing with blade stall error in port b only. Cause of errors is a defective electronic component on the main digital pcb. Product passed functional testing with a known good main pcb installed. The complaint was confirmed and the root cause has been determined to be a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A review of the instructions for use revealed the following warnings and precautions related to the reported failure: 1) when connecting peripheral and accessory devices to the dyonics power ii control unit, use only cables that have been validated for use with the control unit. Non-validated cables may damage the control unit and create electrical hazards. The use of non-validated cables will void the warranty. 2) check that the electrical equipment is properly grounded (i.e., plugs contain a ground prong). Grounding reliability can be achieved only when the control unit is connected to an equivalent ac power receptacle marked ¿hospital only¿ or ¿hospital-grade.¿ a review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, if a shaver hand piece is plugged into the controller, and then subsequently plugged it into a different console, the port where it is plugged into stopped working. Procedure was completed with a competitor device with no significant delay. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.